Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. The customer declined troubleshooting with tandem's technical support. Blood glucose (bg) was approximately in the 260's (mg/dl). At the time of reported bg was 262 mg/dl.